Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. Confirmed via MRI. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a missing piece of shell assessed as inconclusive. Crease/folding of implant: not observed. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: a2, d9, h3, h6.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Healthcare professional additionally reported folds. This record is for a right side. Device has been explanted.

Event description:
Healthcare professional reported folds. This record is for a right side. Device has been explanted.